Event description:
Additional information received reported that and x-ray procedure had indicated that the patient fell directly on her implantable neurostimulator (ins) and rendered it non-functioning. She had good symptom control until the fall; she was having urinary urgency and frequency, and incontinence. The patient had pain at her ins site for a day or so after she fell, but was no longer having any pain. The patient denied any dysuria or hematuria. The patient had decreased her food intake because of her incontinence. The physician was unable to communicate with the patient's ins using the physician programmer (8840) or the patient programmer (pp). Impedance measurements were unable to be taken. It was planned that a device replacement was going to be scheduled. Any additional information received will be included in a supplemental report.

Event description:
It was reported that the patient's device had been replaced. The reporter stated that battery longevity was not calculated and that the device would not be returned. The patient outcome was unknown. Any additional information will be included in a supplemental report.

Event description:
It was reported that the patient fell a week ago, possibly on the implant. The patient saw an hcp and could not get the implant to be read by patient programmer or clinician programmer. The hcp ordered x-rays, but the reporter was unsure about the results. It was noted that the hcp thought there may have been damage done to the implant from the fall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v303918, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).